Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with redness at the implant site approximately three months post-implant but refused hospitalization. The patient returned two days later with symptoms of infection to include increased redness and oozing at the implant site. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. A new system will be implanted at a future date. No further patient complications have been reported as a result of this event.